Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of when the instrument is plugged in, it shorts out. Visual inspection was conducted and no trouble was found. The instrument passed the electrical continuity test. The instrument was placed on an in-house da vinci system and a wet paper towel was held in between the grip and energy pedal was pressed. The grip passed energy and smoke came out, indicating energy was able to pass through properly. This test was conducted for a period of about 2-3 minutes long. No trouble was found during testing. Failure analysis found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately 0.266 - 0.165 in length and was not aligned with the tube axis. No other damage was found.

Event description:
It was reported that in central processing, when the maryland bipolar forceps instrument was plugged in, it was observed that it shorts out. It did not work. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.